Event description:
Spindle/improper form: "dome elongated upon deployment. Dr took a deflecting wire and pulled down the dome, petals overlapped." The legs were crossed with 3 "branches" attached to the vena cava. No 2nd filter was used. Legs attached to wall therefore unlikely to migrate.